Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2018, report from CT (computed tomography): "there is an ivc filter below the renal veins with at least 4 of the struts penetrating through the wall of the ivc. One of these may be within the wall of the duodenum at the junction of the second and third portions as seen on axial images 44 and 45, sagittal images 62 and 63 and coronal images 24 and 25. Another is posterolateral in location. Another is anteromedial in location and the fourth is posteromedial in location, near the anterior margin of the l3-4 disc space. There is loss of disc height at l3-4 with endplate irregularity and sclerosis as well as osteophyte formation. These findings may represent degenerative change but are suspicious for chronic discitis/osteomyelitis." (B)(6) 2018, retrieval report (partial success): "on the nondigitally subtracted images, a single leg was noted to be fractured prior to any intervention and extraluminal in the retroperitoneal soft tissues. Endobronchial forceps were then advanced through the sheath and used to free the embedded ivc filter hook. Using a snare device, the hook was engaged and the sheath was advanced over the filter collapsing the filter within the sheath. The filter was withdrawn. Several attempts were made to retrieve the extraluminal filter leg from the soft tissues without success. A tiny contained perforation was created, of no clinical consequence."

Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to pulmonary embolism. In addition, a partially successful sonographic and fluoroscopic guided retrieval was performed (B)(6) 2018 due to filter penetration. Patient is alleging migration, vena cava perforation, organ perforation, fracture, spinal infection, l3-4 discitis, osteomyelitis with instability, embedment, and struts remaining lodged within the retroperitoneal soft tissue. The patient further alleges "due to the damage the filter caused to my spine, I was in severe pain to the point where I could barely move or walk. I wasn't even able to get up to use the bathroom during this time. During this period of time I wasn't able to take care of myself. Even after the retrieval I am still unable to do many things I was able to do before such as mowing the lawn and normal daily and household activities and chores. My brother and girlfriend had to do everything for me and take care of me. Additionally, the pain and my immobility caused by the failure of my filter ended my relationship with my girlfriend. The damages and injuries I have suffered have had a severe negative impact on my quality life." Per report from CT (computed tomography) dated (B)(6) 2018: "the struts of the inferior vena caval filter penetrate the wall of the inferior vena cava by as much as 7 mm and one of he struts extend into the hypertrophic bony change anterior to l3-4 where there is a well-circumscribed lucency surrounding he strut." "One of anterior stomach to the inferior vena caval filter may penetrate the wall of the duodenum."

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported spinal infection, l3-4 discitis, osteomyelitis with instability, pain, disability, and loss of quality of life are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated: fracture, vena cava/organ perforation, inability to remove, embedment, migration, spinal infection, l3-4 discitis, osteomyelitis with instability, pain, disability, and loss of quality of life. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.